Event description:
It was reported that during a gastric bypass procedure, the surgeon felt that the device did not feel normal during the firing sequence. Another device was pulled and the device made a crushing sound and the staples were malformed. The surgeon was closing the gastronomy. A different device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: device a was returned with no visual non-conformances and with a reload loaded on the device. The reload was received fully fired. The returned cartridge reload was tested for functionality by resetting and loading it into a test device and it fired, cut and formed all the staples as intended. Device b was returned with no visual non-conformances and without a reload on the device. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. Both devices opened and closed without any difficulties. However, the firing triggers did not return to their home position after each stroke. The devices were disassembled to examine the internal components and the left side release button post was broken. Although the release button is not part of the firing mechanism, when it breaks, it creates friction to the firing mechanism not allowing the trigger to properly return to its home position. While there is not enough evidence to conclude what caused the left side release button post to break, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process. Damaged release button post.